Event description:
It was reported to boston scientific corp that a resolution clip device was used during esophagogastroduodenoscopy procedure on (B)(6) 2009. According to the complainant, after the biopsy, during the procedure, while the clip was in the scope, the clip was very difficult to deploy out of the sheath. The clip was sticking inside the sheath. The clip eventually deployed fine. The physician completed the procedure with this resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review,a supplemental medwatch will be filed. (B)(4).